Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent an unknown surgery on (B)(6) 2024. When the first end cap was inserted, it could not be inserted all the way to the end and could not be tightened any further in the process. This end cap fell onto the floor during the process and was no longer used. The second end cap could not be inserted all the way to the end either, and could not be tightened any further in the process. The surgeon¿s opinion was that the locking mechanism may not have descended completely, and the surgeon tried removing the end cap once, loosening and retightening the locking mechanism, changing to a torque screwdriver, etc., but the situation did not improve. The surgery was completed successfully with the surgeon's judgment that if the blade was properly fixed, it was acceptable for the end cap to be slightly not fully inserted. Several attempts to reinsert the end caps extended the operation time by about 20 minutes. When the sale rep asked the surgeon for his opinion after the surgery, he commented that the feeling was different when he inserted the flexible screwdriver and when he tightened the locking mechanism. This report involves one ti end cap for tfna 0mm extn ¿ sterile. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history a manufacturing record evaluation was performed for the finished device product code: 04.038.000s. Lot number: 7502p50. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05-sep-2023. Manufacturing site: (B)(6). Expiry date:01-aug-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome was reported as stable.